Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as surgical damage. As per the investigation procedures wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.